Manufacturer narrative:
Patient demographics are not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system components were required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned polaris spectra, external and internal system control unit (scu) to positioning sensor unit (psu) cable, scu to I/o hub cable all showed no failure being found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a procedure. It was reported that the site is losing tracking during a case. The camera will stop racking and the site will re-boot to get it to start again. It will have flashing green lights on it when this is happening. It is unknown if there was a delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned positioning sensor unit (psu) resulted in an electrical failure being found through functional testing, proceduralized device testing, and visual/physical examination. Analysis states that the returned psu powered up without the fault light on. A check of the event log revealed a long history of intermittent low voltage for illuminator, battery, and sensor. Otherwise, the psu passed an accuracy test (aak) at .10 mm with passing threshold of .35 mm. If information is provided in the future, a supplemental report will be issued.